Event description:
Additional information was received for this case. A CT confirmed that the endoleak had been resolved.

Manufacturer narrative:
Review of cta¿s 5 days post-implant revealed that a single valiant stent graft was implanted in the patient. The device was placed just distal to the lsa and extended across the arch and into the descending thoracic aorta. Areas of calcification were seen along the thoracic aorta, primarily at the great vessels and along the proximal seal location. The descending thoracic and abdominal aorta was extensively calcified. The abdominal aorta appeared to have been previously bypassed. The proximal stent graft od at the 1st covered stent measured 30 x 32mm and the distal stent graft od was 32mm. Near the level of the 3rd covered stent, on the outer curvature near the top of the arch, contrast was seen outside the stent graft within the penetrating ulcer. The stent graft is patent and no other obvious stent graft issues were observed. The exact cause and type of endoleak could not be determined from the images provided. Films during implant were not available for review. This may be a type iii fabric endoleak or a possible late type IV endoleak. The cause of the reported light cerebral infarction could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a penetrating atherosclerotic ulcer. The proximal thoracic neck was 36 mm in diameter with a length of 20 mm and the distal neck is 24 mm in diameter. The final angiogram showed no endoleaks present. One week later the CT showed a possible type iii fabric, endoleak. It was reported that the patient had slight cerebral infarction. The patient will continue to be monitored. No additional clinical sequelae were reported.